Event description:
It was reported that at the user facility the device was overheating. No further information was provided by the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was confirmed by a manufacture repair technician. Upon disassembly, a motor fet failure was found, in addition to the device drawing excessive current, which are both potential causes for the reported overheating.

Event description:
It was reported that at the user facility the device was overheating. No further information was provided by the user facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.